Event description:
It was reported by svc report that the head section will not lock due to a worn trigger lock and pivot. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Breakaway head section.